Manufacturer narrative:
Additional information including lens serial was requested but not received. Therefore, a review of the device history record could not be performed. The device was returned and evaluated. It was previously reported that two lenses were returned, however further evaluation determined that the pieces was for one lens only. Calcification on the iol was confirmed. Three (3) major types of calcification have been identified: the primary form refers to calcification is caused by factors inherent to the iol design or material. The secondary form refers to deposition of calcium onto the surface of the iol caused by environmental factors (e.g. Changes in the aqueous surrounding the implanted iol associated with pre-existing or concurrent diseases, or due to additional surgical intervention). By definition, it is not related to any problem with the iol itself. The third form is a false-positive or pseudo-calcification in which other pathology is mistaken for calcification or false-positive staining for calcium occurs various mechanisms explaining the formation of mineral deposits have been suggested. The underlying pathogenetic mechanisms of delayed postoperative calcification remains unknown and a broad spectrum of biological, pharmacological, technological, and/or certain topical environmental factors may be involved. Based on the available information, lens calcification is a known procedure complication and is the likely cause of the event.

Manufacturer narrative:
Additional information: d9, g3, g6, h2, h3, h10/11. The device was returned for evaluation. Visual inspection found two iols cut in pieces across the optic. White and opaque at the centre of the optic can be observed. It is not clear why two lenses were returned as only one was reported. Additional information to clarify the event is requested. The trend analysis, risk analysis, and directions for use are considered acceptable with the product performing within anticipated rates. Investigation of this event is in progress.

Event description:
The iol was explanted due to opacification and significant visual impact. Additional information was requested.

Manufacturer narrative:
The device was not returned for evaluation. Additional information was requested, but not received. The trend analysis, risk analysis, and directions for use are considered acceptable with the product performing within anticipated rates. Based on the available information, the root cause of this event could not be determined.